Event description:
While onsite to repair the unit, the customer reported to the asp field service engineer (fse) that an employee had put her hand into the cassette slot on the front of the unit and received hydrogen peroxide contact "burns" on her hand. The employee was treated with an unknown treatment and sent home to recover. Attempted to contact the employee regarding her symptoms and the treatment provided, but the customer was not available.

Manufacturer narrative:
Instructions for use instructs customers to wear personal protective equipment (gloves) when handling used cassettes ejected from the unit.